Manufacturer narrative:
(B)(4). To date, the device has not been returned to boston scientific's return products department.as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided and/or the device is returned for laboratory testing.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a low voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery. Although this device was included in the subpectoral implant 2009 and lv capacitor 2014 teligen advisory population, this device did not exhibit the behavior as described in the advisories.

Event description:
According to the clinic, this patient was presented back to the electrophysiology (ep) laboratory. The device was explanted and replaced with a competitor device.

Event description:
Subsequently, boston scientific received information that this device was received at boston scientific's return product department in (B)(6) 2014

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). According to the local representative, the clinician reported that when interrogated, this device displayed a voltage too low for projected remaining capacity. Ts discussed the issue and recommended immediate replacement. Stored data from the patient's monitoring system was reviewed. Upon review of store data, the low voltage alert was declared on (B)(6) 2014. The voltage is currently 2.990 volts and therapy delivery is unaffected. The device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate. Using historical daily battery voltage measurement data, the daily device power fluctuations were estimated. The power fluctuations appear random and intermittent. This behavior is unpredictable, however, at this point, the battery has a significant reserve capacity. The data indicates that there is sufficient reserve for the device to maintain normal therapy functions for 7 days' time.

Manufacturer narrative:
The investigation of this event is on-going as a request has been made to the local representative for additional information.